Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. The service engineer (se) inspected the device, verified the reported issue within the device memory logs, and replaced the battery to resolve the reported issue. The se conducted the performance assurance test and the device passed successfully.

Event description:
It was reported that a v60 ventilator generated a battery failed alarm. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.